Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. The customer did not use the pump consistently and relied on multiple daily injections for insulin therapy between (B)(6) 2025. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur, and the customer was able to resume using the pump, with instructions to reach out if any issues reoccurred.